Event description:
It was reported that during a device change out procedure, the chronic left ventricular lead demonstrated high impedance measurements. An x-ray was performed and it was noted the tip of the lead pin was not visible in the device header. Attempts were made to reinsert the lead pin into the device header, but they were not successful. The physician also checked the device set screws, but there was no improvement. During the procedure, the patient suffered a cardiac arrest. Ultimately, the device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.